Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for left side. The device was explanted.